Event description:
As reported, during a procedure involving placement of an "impeller" device, the hub of a performer introducer leaked from the hemostatic valve upon insertion into the right common femoral artery. The package was not damaged prior to use, and the device had been stored in a ¿stacked state¿. Resistance was not encountered upon insertion or removal of the introducer. Another manufacturer¿s wire guide was in the lumen of the introducer when the blood leak occurred. The introducer was removed, and another device of the same type was used to continue the procedure without further problems. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving placement of an "impeller" device, the hub of a performer introducer leaked from the hemostatic valve upon insertion into the right common femoral artery. The package was not damaged prior to use, and the device had been stored in a ¿stacked state¿. Resistance was not encountered upon insertion or removal of the introducer. Another manufacturer¿s wire guide was in the lumen of the introducer when the blood leak occurred. The introducer was removed, and another device of the same type was used to continue the procedure without further problems. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Corrected information: d4 = UDI: investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional complaints for the final or sub-assembly lots. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and DHR suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.